Event description:
It was reported by the rep that the (1) tlc75 was used during a lower anterior resection procedure. It was reported that the device jammed. The case was completed with another device. No further info is available. There was no pt consequence.